Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet unknown pectus support bar, catalog #: unknown, lot #: unknown, quantity: (B)(4). Zimmer biomet unknown pectus stabilizer, catalog #: unknown, lot #: unknown, quantity: (B)(4). G2: foreign - sweden. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision due to an infection, migration, pain, and right side pleural fluid following implantation of a pectus bar. Cultures were positive for c. Acnes. Patient was also treated with antibiotics. Patient received a new pectus bar approximately one year later. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6; h10; h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.